Event description:
The pt was hospitalized in november 1997 with diabetic ketoacidosis. At the time her physicians were not sure if the pump had malfunctioned. It was returned to the MFR to be evaluated at this time as the physician wants to return the pt to pump therapy.